Manufacturer narrative:
The technician inspected the bed and found the casters were worn. He replaced the four casters to repair the bed.

Event description:
Info received indicates the brake is not holding.